Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on or about (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs #1225714-2014-00113, 00114, 00115, 00116, 2937457-2014-00034, and 00035.